Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, swelling and redness around the incision site from their previous total knee surgery. Surgeon washed and debrided the knee compartment and replaced the 7x5mm attune rps insert with the same size. Both the femur and tibial insert were well. Fixed and the poly was explanted without any issues. Doi: (B)(6) 2018; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.